Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 18-jun-2025, the following additional information was obtained: the instrument was inspected prior to use. The issue was identified during a right hemicolectomy; the tip of the tip-up instrument was found damaged while the colon was being dissected. The surgeon has no idea what the cause of the instrument breakage was; when the surgeon noticed the issue, the tip was already broken. The event occurred almost at the end of the procedure. The surgeon did notice the issue with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. Two fragments fell inside the patient but did not due to collision. The instrument was not removed during the surgical procedure. The surgical staff did not feel any resistance upon the removal of the instrument through the cannula. After the event occurred, an immediate attempt to remove the instrument was made but it couldn't be removed due to the tip, so it was removed together with the cannula. The surgical staff did not notice any damage to the cannula after the event. The fragment was removed with a laparoscopic forceps. It was confirmed that all fragments matched the damaged area. No additional surgical procedure was required to remove the fragments. An x-ray was performed. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a foreign object. An instrument and a fragment are available to be returned to intuitive surgical, inc. (Isi). There were no photographic images of the device or a video recording of the procedure available. Isi has received the tip-up fenestrated grasper; however, the failure analysis evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted a right hemicolectomy surgical procedure a deformed tip-up fenestrated bipolar forceps was discovered while the colon was being dissected. An attempt was made to remove it immediately, but it was unable to be done. After contacting the call center, it was removed together with the port. Two pieces of the tip-up had fallen into the body cavity but have since been retrieved. Doctor stated that they noticed it was broken, but I didn't feel any interference. The surgeon would like to know what caused it. Nurse said that he or she didn't notice anything strange while observing the surgery until the damage was discovered. The clinical sales representative (csr) stated that the break occurred at the connection between the metal and the shaft, and it was bended, they thought some kind of an impact might have occurred, but the cause is unknown. The procedure was completed with no reported injury.

Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken proximal clevis at the main tube. The broken pieces were returned with the instrument. Components adjacent to the broken clevis showed damage. Both grip and pitch cables were derailed and broken at the main tube. The instrument was found to have a broken main tube with a piece measuring approximately 9.19mm x 3.88 mm not returned with the instrument.